Event description:
The customer reported that the transformer housing broke when she removed it from the wall.

Manufacturer narrative:
In follow up with customer on (B)(6) 2014, the customer stated that the plastic housing was separated where the seam is and that the transformer sparked. All of the insides of the transformer were exposed. This is a safety risk. The product is not available for return, the customer no longer has the power cord. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).